Event description:
The end user reported while loading a patient into the ambulance the stretcher stopped working and displayed an h03 error. The medic team made a decision to call for a backup ambulance to complete the patient transport. No injuries were reported as a result.